Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for a1c-2 tina-quant hemoglobin a1c gen.2 (a1c-2) on a cobas integra 800 hba1c dedicated analyzer. The customer said the issue had occurred before, but it was blamed on maintenance issues. Patient 1 initial a1c-2 result was 9.0%. On (B)(6) 2017 the repeat result from a different integra 800 was 5.8%. Patient 2 initial a1c-2 result was 9.1%. On (B)(6) 2017 the repeat result from a different integra 800 was 5.6%. The initial results for both patients were reported outside of the laboratory where the physician complained. The repeat results were believed to be correct and were reported outside of the laboratory as corrected results. The customer does not know if either patient was treated based on the initial results. The customer does not know if any adverse event occurred. No adverse events were alleged. The a1c-2 reagent lot number was 16446901 with an expiration date of 12/31/2017. The field service engineer (fse) visited the customer site and found a loose sample probe. The fse replaced the sample probe. The customer ran calibration and quality controls and no errors were produced. Operational and mechanical checks were acceptable. The system is operating within user expectations.

Manufacturer narrative:
Additional information was requested for investigation but was not provided. According to the field service engineer, an operator error caused the issue. The cause of the issue was a loose sample probe. The fse replaced the sample probe which solved the issue. A product problem was not identified. Instructions on replacing the sample probe are provided in product labeling.

Manufacturer narrative:
The customer stated they have had no further issues.